Event description:
Sorin group received a report that foam was generated in the reservoir of the apex hp oxygenator system during a procedure. It was also reported that the patient passed away due to cardiac failure the following day.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp m adult hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.